Manufacturer narrative:
Concomitant product: product ID: d334drg, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.